Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(4) and observed gel on the tip of the sample probe and the r1 and r2 syringes were not seated in the pump assemblies. The fsr resolved the issue by replacing the sample probe and reseating the syringes. No additional discrepant result issues have been reported since the service activity was completed. Tracking and trending was reviewed and did not identify any related trends. The device history records were reviewed and did not identify any non-conformances or deviations related to the issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated alinity c calcium results for a patient sample reported to the physician while running on the alinity c processing module. The following results were provided (customer¿s normal range: 8.4 - 10.2 mg/dl): sid (B)(6), initial run (B)(6) at 17:13 = 15.8 mg/dl, repeat run (B)(6) at 21:08 = 8.7 mg/dl, repeat run (B)(6) at 9:06 = 9.6/9.4/9.8 mg/dl. The initial results were questioned by the physician prompting repeat testing to be performed. No treatment was given based on initial reports and corrected reports have been issued to the physician by the customer. There was no adverse impact to patient management reported.